Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motions sensor test failure, motor position encoder error and motor error alarm from the insulin pump. The customer's blood glucose reading was 100 mg/dl. The customer stated that the pump gave a motor position encoder error and said to rewind again. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in the displacement test. The customer was unable to do the test because of motion sensor test failure alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.